Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the catheter fell from its original mid-thoracic placement. The distal segment of the catheter was replaced on (B)(6) 2014; 19 cm from the original spinal segment was removed and was replaced with 26.5 cm of new catheter. No patient symptoms or complications were reported. The patient status was reported as ¿alive-no injury.¿ the device system was delivering gablofen (500 mcg/ml at 176 mcg/day). It was later reported that the patient¿s pump and catheter were working properly at the completion of the revision.